Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 9.3 mmol/l on the performa meter and 2.1 mmol/l with a professional meter. After obtaining the result of 9.3 mmol/l the patient's husband noticed that the customer's eyes were opened, but the customer could not speak or move. No action was taken based on the result. The husband called for an ambulance. The ambulance staff tested on their meter on arrival with a result of 2.1 mmol/l, and administered glucose intravenously. A second ambulance arrived, and they tested on their meter with a result of 13.4 mmol/l; the customer had been on the glucose already. The ambulance transported the customer to the hospital for further treatment. No information regarding treatment in hospital was provided. The patient's husband was requested to power the performa meter on. It was observed that the time and date on the main screen of the meter were not set correctly. The value of 9.3 mmol/l can not be located in the history. The husband confirmed his wife only has one blood glucose meter.